Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0am2p, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient called in for help adjusting her device. The patient noted she got beautiful results for a couple months then she had to go into the hospital for reason unrelated to her device. The patient's symptoms returned when she got home from the hospital about a week ago. The patient could not get her device back to the perfect setting. The patient had it noted that program 3 was most effective. The patient's stim was on and she was on program 3. The patient increased stim to 7.5v and the patient was not able to feel stim. Regarding if the patient had any falls or traumas, it was noted that the patient fell 2 days ago. Last night in the middle of the night the patient felt a strong sensation in her right leg and when laid back down "it was still doing it". If additional information is received, a follow up report will be sent.